Manufacturer narrative:
Concomitant medical products - devices also implanted on (B)(6) 2016: tgu313115/14273076, UDI: (B)(4); tgu343420/15061473, UDI: (B)(4); tgu343410/15080375, UDI: (B)(4). According to the conformable gore® tag® thoracic endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. Follow up imaging dated (B)(6) 2017 showed the aneurysm measured 45 mm. Follow up imaging on an unknown date in (B)(6) 2018 showed the aneurysm measured 54 mm, however, the reason for the aneurysm growth was not reported to gore. On (B)(6) 2018, the patient underwent a conversion to open repair whereby the conformable gore® tag® thoracic endoprostheses were explanted. A cardiopulmonary bypass was also performed.